Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 523mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The caller mentioned that the insulin pump is cracked at the reservoir compartment down to the reservoir window. Advised the mother that the insulin pump will be replaced, discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had cracked reservoir tube and a severely scratched display window. No crack noted on reservoir tube window. The insulin pump passed the displacement test, self test and alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.